Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: versys® hip system femoral head 12/14 taper 28 mm di 0 mm neck length (00801802802, lot 61694209), femoral stem beaded midcoat 12/14 neck taper std. Body std. Offset size 11 11 mm distal dia. 130 mm length (00784001100, lot 61620202). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06700.

Event description:
It was reported patient underwent a reduction procedure approximately seven years post-implantation to correct a dislocation . Attempts have been made and no additional information is available at this time.